Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Unit received all expected alarms during testing including insulin flow block alarm. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level of 500 mg/dl. The customer stated that insulin infusion interruption alarm did not occur and cannula was bent. The product was returned for analysis.